Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that during follow-up this right ventricular (rv) lead exhibited loss of capture. Upon review it was found that sensing amplitude and pace impedance measurements had decreased and the pacing threshold increased since implant. A lead dislodgement was later confirmed via x-ray. A revision procedure was performed during which time the lead insulation became damaged. This lead was explanted and a new rv lead was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Pressure testing was not performed as visual inspection confirmed a cut in the trilumen insulation approximately 192 mm from the terminal pin. The distal high voltage cable was found severed at this location. Blood and body fluid infiltration was also noted in the lumen as a result of the cut in lead insulation. Inspection of the helix found that it was retracted with blood and body fluid in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations as the lead passed continuity testing. The reported insulation damage was confirmed.